Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for migration of their evoke closed loop stimulator (cls). The patient reported charging difficulty due to the cls migration. A revision procedure was performed to reposition the cls implant site. The issue is confirmed to be resolved and the patient is receiving therapy.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - serial #, expiration date, unique identifier (UDI) # section g3 - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative. The device remains implanted. Based on additional, available information, the original implant site for the closed loop stimulator may have contributed to the reported event. Without a returned device, it is not possible to reach a definitive root cause for the migration. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: cls migration, which may result in pain or difficulty in charging... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."